Event description:
As reported to coloplast though not verified, a secondary wound closure was performed. Device remains implanted in patient.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text: device not returned.